Event description:
Information was received from a patient who started undergoing an evaluation trial of interstim therapy for gastrointestinal/pelvic floor on (B)(6) 2015. It was reported that the patient was having a problem using the restroom and she had to make herself go. The patient started her trial 2 days prior to the time of the report. The night prior to the report, the patient was able to make herself go at 10:30pm - 11:30pm, and then again at 10:30am on the day of the report. The patient hadn't been able to urinate and was drinking plenty of water. The patient reported that she does not have the urgency to go, but she makes herself go in "there" and sit down, hoping to use it. The patient reported that it was unusual that she had only voided twice so far. She had originally gone to see her physician because of not being able to control going to the restroom in time. The patient wasn't just doing one (voiding), but also when she would wipe she would have number two (bowel movement) on there. The patient stated that it was out of control and that she would have the urge to go 30-45 minutes after she had already used the bathroom. After using the bathroom at 11:30pm the night prior the patient didn't even have to go in the middle of the night. She didn't sense that she had to go the bathroom or anything and was able to sleep through the night like a baby. The patient's settings were on 0.7 volts on program 1 and the patient wasn't able to feel the stimulation. The patient tried to unlock the device by pressing and holding and it wasn't unlocking, but she wasn't sure why. After pressing and holding her finger, the patient was able to get the remote to turn on. The patient could really feel the stimulation in the left side of the back bottom of the buttock when she turned it up to 0.8 volts. The patient had an appointment to see her physician on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.